Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose was 2.2 mmol/l. The customer was treated with the food, they ate some dates, 3 teaspoons of honey. Customer was unsure if auto mode was used due to the following that they did not want to performed troubleshooting. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.